Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an accutrac 200 laser fiber was used during a stone retrieval procedure on an unknown date. According to the complainant, during a long stone retrieval intervention, a splint of the laser fiber detached. Although boston scientific has been unable obtain additional information regarding how the broken piece of the fiber was retrieved from the patient, it is most likely that intervention such as removal with forceps would be required to retrieve the broken fragment. Should additional relevant details become available a supplemental report will be submitted. Additional information received on june 3, 2016. The procedure was performed on unknown date where the nurse observed the accutrac fiber tip splitting. The fiber fragments were reported to be too small to be caught inside the basket. The physician attempted to get the part out by strong irrigation but couldn't find it anymore afterwards. No further information was able to be obtained if the device has been successfully retrieved or had naturally passed out from the patient.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 9, 2016 that an accutrac 200 laser fiber was used during a stone retrieval procedure on an unknown date. According to the complainant, during a long stone retrieval intervention, a splint of the laser fiber detached. Although boston scientific has been unable obtain additional information regarding how the broken piece of the fiber was retrieved from the patient, it is most likely that intervention such as removal with forceps would be required to retrieve the broken fragment. Should additional relevant details become available a supplemental report will be submitted.